Event description:
The customer reported, during a pulmonary biopsy, the surgeon inserted the subject device into the targeted area with the inductor and then identified the contrast chip of the ebus guideseed kit fell out into the patient's bronchi. A similar guide sheath kit was used to attempt to locate the device fragment but it could not be retrieved. The detached impermeable tip was in a non-retrievable location and was left behind. The procedural delay is unknown. It is unknown if the device was inspected prior to use. The customer reported it is unknown what the patient's medical status is today.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the following was observed: 1. The radiopaque tip removed from the guide sheath. 2. The tip of the tube was completely crushed and deformed into an elliptical shape. 3. The position where the x-ray opaque tip was fixed was confirmed from the fixation mark of the x-ray opaque tip left on the tube; however, there was no abnormality noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reported issue was caused by the following mechanism: 1. When the inductor was inserted, the tip of the inductor was in a bent state. 2. The inductor joint was caught on the x-ray opaque tip. 3. The actuator was moved forward and backward while the joint of the inductor was caught by the x-ray opaque tip, and the guide sheath was pulled in the pulling direction. 4. The x-ray opaque tip was pushed and pulled while being caught by the inductor, and the position of the x-ray opaque tip was displaced. 5. Since the x-ray opaque tip was slanted with respect to the tube, when the inductor was projected, it was caught by the x-ray opaque tip and fell off. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when inserting a treatment tool or ultrasonic probe into the guide sheath outside the endoscope, when inserting a treatment tool or ultrasonic probe into the guide sheath inserted into the endoscope, when inserting the treatment tool or ultrasonic probe into the guide sheath when moving the probe back and forth, and when pulling out the treatment tool or ultrasonic probe from the guide sheath, keep the tip of the inducer straight in the case of the inducer, and close the cup of the biopsy forceps in the case of the biopsy forceps. In the case of a biopsy brush, pull the brush part into the tube and do it slowly. If you feel any abnormal catch or resistance, do not stick out the treatment tool or ultrasonic probe from the tip of the guide sheath, and stop using it immediately. The x-ray opaque tip of the guide sheath may be misaligned or fall off.¿ ¿when using a guide sheath, do not apply a strong angle to the endoscope. If the resistance is high and it is difficult to insert the ultrasonic probe or treatment tool inserted into the guide sheath and the guide sheath into the endoscope or pull it out from the endoscope, the ultrasonic probe or treatment tool cannot be pulled out from the guide sheath. If so, return the endoscope angle to the point where it can be inserted and removed without difficulty. If it still does not pull out, pull the guide sheath, ultrasound probe or procedure, and endoscope together from the patient. [The x-ray opaque tip of the guide sheath may be misaligned or fall off. Alternatively, other damage to the equipment may occur.¿ ¿when inserting an ultrasonic probe or treatment tool into the guide sheath inserted into the endoscope, slowly move the guide sheath within the field of view of the endoscope or under fluoroscopy and insert the x-ray opaque tip inside the guide sheath. Insert after confirming that there are no abnormalities such as misalignment or dislocation. If any abnormality is suspected, discontinue use.¿ ¿after the guide sheath is pulled out from the endoscope, the tube buckles or tears in the guide sheath, the position of the x-ray opaque tip shifts, and the tip falls off regardless of whether the guide sheath is reinserted into the endoscope. Make sure that there are no abnormalities such as. Do not use if any abnormality is suspected. If the x-ray opaque chip has fallen off, and if it has fallen into the body, check that it has not fallen into the body.¿ ¿when inserting the treatment tool into the guide sheath, do not force it if there is significant resistance. Also, do not insert the biopsy forceps with the cup open or with the brush part of the biopsy brush protruding from the tube. It may cause damage to the endoscope and this product.¿ this supplemental report includes information added to h3. Olympus will continue to monitor field performance for this device.